Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that prior to removal, the patient's activated coagulation time (act) was prolonged at 279 . Therefore, the root cause of the access site bleed was most likely due to improper anticoagulation management. The instructions for use states to ¿assess access site for bleeding and hematoma.¿

Event description:
The user facility reported an 81-year-old female patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after impella removal the patient became anemic, and blood products were given. The impella was a probable reason for the blood loss.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿